Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture.

Event description:
Healthcare professional reported "pain, tension, deformity in the right breast, pain and deformity evolved - capsular contracture grade IV, rupture", "breast prothesis with lobulated contours¿ and "macrocalcifications". Later healthcare professional reported "encapsulation, thickening, rotation, and enlargement". Patient was prescribed with non-steroidal anti-inflammatory and corticosteroids. This record is for the right side. Device remains implanted.